Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2024. During the procedure, hydrodissection of the adipose tissue was successful, the hydrogel was noted to be safely placed. Later the hydrogel was noted in the rectal wall, therefore it was decided to postpone the radiation treatment. A magnetic resonance imaging (MRI) will be performed in six months, the future treatment will be considered. The patient's current condition is unknown, but it was reported that not patient injuries or adverse events have been noted at this time.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.